Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there gel fragments in the serum of 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and oil gel globules was observed. Additionally, a total of 100 retained samples were visually inspected and no gel defects were observed. Complaints for sample quality were not under statistical control for the month of october 2025. Therefore, factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there gel fragments in the serum of 10 devices. No adverse impact was reported regarding the patient or user.